Event description:
Patient was scheduled for 4 hour hemodialysis treatment. Two hours into treatment circuit discarded due to clotting in the extracorporeal circuit. A new system was set up. Treatment terminated after 30 min. Due to clotting in the extracorporeal circuit. Elb = 500 cc. Patient's graft access required declotting.